Event description:
It was reported that there doesn't appear to be any ventricular signals appearing on the electrogram (egm) and the ventricular intervals are irregular with some fast, indicating the presence of noise of electrical magnetic interference (emi.) It was also reported that the right ventricular (rv) lead had two polarity switches, high impedance, oversensing or failure to capture on telemetry. The physician could not determine if it was a rv lead problem or a connection problem with the implantable pulse generator (ipg.) Therefore the rv lead was removed and replaced with a new lead. The ipg device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf number was provided as (B)(4) and reformatted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked buckled. The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched and had apparent explant damage.